Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this pacemaker was part of a system revision due to infection. The patient also had endocarditis. Additional information received from the field representative indicates that the pacemaker was explanted and then was used as an external temporary pacemaker. The patient was treated with antibiotics. There were no additional adverse patient effects reported. The pacemaker remains in service.